Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the coronary artery. A 3.50 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, when the physician grabbed the stent from the technician, the stent got pulled off. The procedure was completed with another of the same device. No patient harm and complications were reported.